Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Method/results: no product will be returned for evaluation.

Event description:
Patient reported the infusion set is leaky at the self-adhesive after using it for 2-3 days. Patient stated his blood glucose level was up to 350 mg/dl. Patient reported taking correction via the infusion device and was able to get his blood glucose under control by himself. Patient's normal blood glucose level was not provided. Patient discarded the alleged infusion set. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.